Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no moisture damage or corroded keypad traces noted. No unresponsive up arrow button noted. All buttons functioned properly. The lcd connector was inspected and no anomalies were found. The insulin pump had a cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked and scratched reservoir tube window.